Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, stent damage occurred. The physician attempted to treat a pre-dilated, 99% stenosed lesion located in the calcified, mildly tortuous mid lad (left anterior descending) artery to apical branch with a 2.50x16mm taxus express2 drug eluting stent. The stent delivery system was unable to cross the lesion, despite multiple attempts to dilate with a balloon. The stent was noted to be "deformed at distal edge". The procedure was completed with a different device. There were no reported patient complications. The patient's status is listed as "good".